Event description:
A customer contacted beckman coulter inc. (Bec) stating that after cleaning the chloride (cl) port in the unicel dxc 600 pro synchron clinical system they had a flowcell leak. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
The customer corrected the leak by reseating the quad ring and this resolved the leaking issue. When the customer was lowering the ise module, she noticed that a line had pulled off. The customer reseated the line and calibrated na/k/cl/ca which failed. The customer calibrated again and ran qc and 2 patient samples and co2 results were suppressed. Bec cts (customer technical support) assisted with troubleshooting and had the customer calibrate all lytes using a serum sample and then calibrate using aqua calibrators. This resolved the calibration issue. (B)(4).